Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultralink meter display was leaking and cracked inside. Troubleshooting revealed the meter was not new (out-of-the-box), and the meter had suffered no trauma. The pt did not experience any symptoms of high or low blood glucose levels, and he did not seek any medical attention. The meter was replaced. The pt did not suffer any injury due to the reported meter. The pt experienced no symptoms and denied seeking medical attention. However, as the meter's display was cracked, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet rec'd them. If either the meter or test strips are returned, lifescan will evaluate them.